Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was opened but not used. Follow up was conducted to no avail. The device was never implanted. No patient complications have been reported as a result of this event.